Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a single patient sample using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Insufficient information was provided to evaluate quality control data, therefore the performance of the vitros tsh reagent could not be confirmed and a reagent issue could not be entirely ruled out as contributing to the lower than expected results. Vitros tsh precision testing was not performed to verify that the instrument was operating as expected at the time of the events. Therefore unexpected instrument performance also cannot be ruled out as a contributing factor. Ortho determined that the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation, thus inappropriate pre-analytical sample handling could not be entirely ruled out as contributing to the events. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the presence of an unknown sample interferent that affected the vitros method also cannot be ruled out.

Event description:
A customer obtained lower than expected tsh results from a single patient sample using vitros tsh reagent with a vitros 5600 integrated system. The results were considered lower than expected when compared to results for the same sample from a non-vitros method. The results obtained are as follows: sample 1: 5.62, 4.90, 4.50, 5.53, 3.97 and 7.50 miu/l versus expected result of 54.82 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were reported from the laboratory but were questioned by a physician. No treatment was altered, stopped or initiated as a result of the lower than expected results. There is no allegation of patient harm as a result of the events. (B)(4).